Event description:
Upon removal of infusaport at a surgery center, a piece of the port line dislodged from the infusaport. The patient was referred to our facility for foreign body retrieval of 4" piece of port line. The broken piece was retrieved without difficulty and the patient tolerated the removal well.